Event description:
The customer reported blue fluid squirting from the manual probe involving the coulter lh 750 hematology analyzer. The customer indicated that 20 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched but was unable to reproduce an active leak at the manual probe. However, the fse discovered a bent spring to the tube detector which can impede forward movement of the cassette and was unrelated to the leak. The fse bent the spring back to its original position which allowed cassette movement on the rocker bed. The fse also found "probe wipe not home" errors which were unrelated to the initial event reported. The fse removed and cleaned the probe wipe and sensors to resolve the "probe wipe not home" error messages. Failure mode of the leak could not be identified as the fse was unable to reproduce an active leak at the manual probe. Beckman coulter internal identifier for this report is (B)(4).